Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" and a high ketone level considered dangerous. Suspected cause was due to customer experiencing hormonal changes due to menstrual cycle and a flu shot; therefore requiring more insulin. As the customer was using control iq software, the max basal deliveries were 3 units per hour. Customer administered a correction bolus via the pump and set a temp insulin rate to address bg. Additionally, it was reported that sleep mode did not turn on automatically. Reportedly, the customer manually turned on sleep mode. Recommendation was made to consult with a healthcare provider to discuss diabetes management.